Manufacturer narrative:
Additional suspect medical device components involved: product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6). Batch: 20652651. Product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6). Batch: 20652651. The returned ipg db-1140 sn 630850 was evaluated against the reported event. The complaint was not verified with this ipg. Impedance measurement values were all within the expected range. Ac dc current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. The returned dbs adapter db-9218-15 sn (B)(6) was evaluated against the reported complaint. The complaint was not verified. Visual and x-ray inspections and continuity check found no anomalies. The returned dbs adapter db-9218-15 sn (B)(6) was evaluated against the reported complaint. The impedance issue was confirmed. Visual and x-ray inspections and continuity check found that the e1 cable was fractured inside the boot. This cable damage within the boot was likely caused by excessive bending, kinking, or stretching.

Event description:
A report was received that the patient was feeling shocks down his right arm after he knocked his head on a wall. The physician decided to perform a revision procedure to replace the ipg on the right side. Patient was doing fine after programming of the new ipg post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: product family: dbs-adapters: upn: (B)(4), model: db-9218-15, serial: (B)(4), batch: 20652651. Product family: dbs-adapters: upn: (B)(4), model: db-9218-15, serial: (B)(4), batch: 20652651.

Event description:
A report was received that the patient was feeling shocks down his right arm after he knocked his head on a wall. The physician decided to perform a revision procedure to replace the ipg on the right side. Patient was doing fine after programming of the new ipg post operatively.